Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a mechanical issue. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. Troubleshooting was done and was unable to resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Pump was received with pump error 35 and critical pump error alarm during testing due to moisture damage on electronic assembly.